Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under (B)(4) on the 28th april 2015. The details of complaint were ¿commercial return no reported fault¿. The investigation concluded that there was no fault found and that the device performed to specification throughout testing at heartsine. Hardware and software upgrades as per (B)(4) and final test (B)(4) were implemented and the membrane was replaced. The sam 300p passed ¿out qat from heartsine technologies on the 2nd july 2015. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) b2015 and performed to specification up to the last log entry (B)(6) 2017. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The investigation was unable to replicate, or find any evidence of, the reported fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
Not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.